Event description:
It was reported that during implant, the lead sheath caused a small dissection to the coronary sinus. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.